Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the micropore paper tape. Patient stated that the tape causes an allergic reaction and can only use the silk tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).